Event description:
It was reported the customer had a displayable history check failed on startup alarm on their insulin pump. Customer's blood glucose was 210 mg/dl. The customer stated they did not program a temp basal prior to the alarm occurring. Customer stated the alarm occurred during normal use. The customer was advised the alarm was normal insulin pump behavior. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.